Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient had chronic pseudomonas bacteremia, acute renal failure, hemolysis and very non-compliant. The hospital did not treat the hemolysis due to his high risk of stroke and not a candidate for pump exchange. The patient expired and there was no autopsy or pump removal.

Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.